Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00354, 00355, 00356, and 00357.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a px slim delivery microcatheter. During the procedure, the physician successfully deployed a ruby coil into the aneurysm through the slim microcatheter. The physician attempted to advance another ruby coil through the slim microcatheter, however it met resistance. Upon retraction, the pusher wire fractured and the ruby coil was removed with the slim microcatheter. The physician continued the procedure using a new px slim delivery microcatheter and a new ruby coil. The physician met resistance while attempting to advance the ruby coil through the slim microcatheter. The physician repositioned the slim microcatheter, however the ruby coil still would not advance. Upon removal from the slim microcatheter, the ruby coil unintentionally detached inside the slim microcatheter. The slim microcatheter was removed and the procedure continued using another manufacturer's microcatheter and a new ruby coil. The ruby coil was successfully deployed into the aneurysm and the procedure continued using ruby coils and another manufacturer's coils. The physician met resistance while advancing another manufacturer's coil through the microcatheter and removed the microcatheter. The coil was flushed out and the microcatheter was placed back into the patient. The physician attempted to advance a ruby coil through the microcatheter, however it met resistance. Upon resheathing, the ruby coil unintentionally detached and was not used. The procedure continued successfully and the aneurysm was embolized. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.